Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 475mcg/day, for intractable spasticity. On (B)(6) 2015 the patient underwent a pump and catheter replacement and since then has been paralyzed. He was so sedated after the surgery that he could not function. He took an ambulance to the hospital because he could not get out of the house and spent an additional four days in the hospital. The patient had been released after the surgery without his muscle tone being evaluated. The patient was also currently hospitalized because he could not take care of himself. He was having bladder issues, was sleeping all day, and was falling. The drug dose was so high the patient could barely keep his eyes open. His surgeon was on vacation for four weeks and the patient was awaiting transfer to another hospital. The patient's medical history includes cerebral palsy. Follow-up is being conducted to obtain all information relevant to the event.